Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip opened when locked. It was reported that on an unk date, two nt mitraclips had been implanted for mitral regurgitation (mr) without a device issue. On (B)(6) 2022, the patient presented with increased mr to grade 4. The index procedure mitraclips remained stable and well seated. There was no device malfunction and no device related tissue injury observed. Per physician, the increase in mr was due to disease progression. On (B)(6) 2022, another mitraclip procedure was performed for degenerative mr grade 4. One mitraclip was implanted without an issue noted. Following, another mitraclip had failed establishing final arm angle. Four efaa attempts were performed, however, the clip was unable to pass efaa, the clip was opening while locked. It was decided to not implant this clip. The mitraclip was removed, and another device was successfully used in replacement. The mr had been reduced from grade 4 to 1+. There were no adverse patient effects and there was no clinically significant delay reported. No additional information was provided regarding this issue.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported unintended movement of clip open during establishing final arm angle. There is no indication of a product issue with respect to manufacture, design, or labeling. H3: device return corrected from ¿yes¿ to ¿no¿.